Manufacturer narrative:
(B)(4).

Event description:
It was reported that noise was observed during an in-clinic check. No patient symptoms were reported. The noise appeared to be common to the ring electrode and the rv coil. On (B)(6) 2017, the lead was capped and replaced. Patient is doing well and will be monitored with routine follow up.